Event description:
The account stated that an elevated architect troponin-I result of 0.60 g/l was reported to the physician. After 3 hours a new sample was obtained and a result of <0.02 g/l was generated. The account repeated the initial sample and obtained a result of 0.096 g/l. The initial sample was recentrifuged and repeated in duplicate with results of <0.02 g/l generated. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). No reagent or patient sample was received for investigation. The investigation consisted of performing an accuracy study. In the accuracy study 6 replicates of an internal panel were tested. The panel was made from human plasma and had a known analyte concentration. The panel was tested and evaluated on one architect analyzer against the specifications in the architect stat troponin-I reagent release testing documentation. All acceptance criteria were met, the replicate results ranged from 0.32 to 0.34 ng/ml (acceptance criteria was 0.22 to 0.42 ng/ml). In addition complaint tracking and trending data was reviewed and no adverse trends were identified. No malfunction / product deficiency was identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Patient presented to surgeon with pain. X-rays showed a fracture in ther stem at the neck/sleeve junction.